Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level which was treated with carbs. Blood glucose reading was 54 mg/dl at the time of incident. It was unknown whether customer had been using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown whether customer was using auto mode feature at the time of event. The insulin pump will not be returned for analysis.